Event description:
The pt underwent implantation of a synchromed pump and catheter in 2000 for intrathecal infusion of baclofen for intractable spasticity related to cerebral palsy. The pump was full at refill time and a rotor study showed no movement. The device was explanted in 2001 and another synchromed pump was implanted. Additional info on pt status has been requested. The explanted pump was returned to the MFR for analysis.